Manufacturer narrative:
Device evaluation: a review of the device noted one opening on the plug strap bond edge side, assessed as unidentified (tear). The opening shell thickness is within specification. Additional observation noted a crease.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.